Event description:
It was reported that the screwdriver broke during surgery. A portion of the screwdriver tip sheared off during screw insertion. The broken pieces were retrieved; nothing remained in the pt. Another driver was used to complete the surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4): with the available info a cause or contributing factor cannot be determined.